Manufacturer narrative:
The manufacturer previously reported information received stating, "no report required. The rental unit returning as patient has sadly passed there is no allegation that the device contributed to this". Despite three good faith effort attempts on (B)(6)2024 to (B)(6), the device has not yet been returned to the manufacturer for evaluation. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. If any additional information is received at a later date, an updated final report will be filed.

Event description:
The manufacturer received information stating, "no report required. The rental unit returning as patient has sadly passed there is no allegation that the device contributed to this". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.